Manufacturer narrative:
The device was not returned for evaluation. The root cause of this complaint was a bmd customer service entry error. (B)(4) can only accept 3 sizes of seeds, and the (B)(4) specific reference date of those seeds is manually entered into jde. This is the only geography that requires a different reference date (everyone else has saturday), and requires a manual entry into jde. The seeds that were shipped to medicon for this order were of the correct, requested activity. Unfortunately, the reference date on the label and quality certificate was 1 week too early, meaning the seeds contained 8% more activity than the label indicated. During the course of adjusting the order to what/when bbi could produce, the mci activity was adjusted correctly; however the original (B)(4) reference date was not (either at medicon or bmd). This reference date was not critical to bmd, as they adjusted the activity and bbi pulled the seeds to give the correct requested activity. However, bbi used that date to manually print the (B)(4) labels and certificate. The device history record was reviewed and the medicon certificate (B)(4), rev 0, indicated the reference date was 2017/02/28. The reference date should have been 2017/03/07. The medicon product labels were also reviewed and indicated the reference date as 2017/02/28. The reported event was confirmed. (B)(4). The device was not returned.

Event description:
It was reported that the date on the certification was incorrect. The brachytherapy procedure was scheduled to be performed on (B)(6) 2017.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the date on the certification was incorrect. The brachytherapy procedure was scheduled to be performed on (B)(6) 2017.